Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise on the flex deflectable videoscope. The issue was identified during device setup and inspection prior to use, before the patient entered the procedure room. There was no patient involvement reported.